Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer encountered unknown issues with the cartridge. There was no reported adverse impact to the customer's blood glucose level. Customer declined to follow up with tandem technical support.